Manufacturer narrative:
Occupation ni equals lay user / patient.

Event description:
The customer complained of questionable inr results from a coaguchek xs meter using two different lots of test strips. The serial number of the meter and the strips lots used were unknown. The date of the event is only an approximation. The result from the meter using a strip lot affected by the recall was 5.2 inr. The result from the meter using an old strip lot that was not affected by the recall was 3.2 inr. The customer had performed the two readings using the same finger. The customer's therapeutic range is 2.5 - 3.5 inr. The meter result of 3.2 inr was deemed to be correct. There was no allegation of an adverse event. The customer does not have hematocrit concerns, is not on direct thrombin inhibitors, is not on heparin therapy, does not have antiphospholipid antibodies, no changes in diet, is not on any new medications, has had no new illnesses, and no bleeding or bruising. The customer had made some adjustments in their warfarin dosage recently. The customer did not have any of either test strips remaining for return. Replacement products were sent. The corresponding retention material complies up to inr 4.5 with the specification, based on requirements of the regular retention testing process of the qc department. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips, there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.